Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device received error 25 due to j6 connector resistance issue. No battery issues noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had power system error and power loss alarm. The customer's blood glucose level was 136 mg/dl. The customer was assisted in troubleshooting for pump error and it was reported that she was able to clear the alarm as well as able to complete the insulin pump rewind; however, fill cannula was not recorded in daily history. The customer stated that the insulin pump was giving her low battery alarm frequently. The insulin pump alerted power loss alarm and the customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device received error 25 due to connector resistance issue. No battery issues noted during testing.